Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed motor unexpected value error alarm. Customer's blood glucose was 15 mmol/l. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had no button response on the down arrow button due to corroded keypad traces. Unable to perform the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify insulin pump error and set change reminder alert due to no button response on the down arrow button. The electronic assembly and motor had corrosion. Device had minor/deep scratched display window, scratched case, fading serial number label, pillowing keypad overlay and cracked keypad overlay at the select button. Device failed leak test at belt clip base.